Event description:
It was reported that a vial-mate adapter had infused without being activated. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "a vial-mate adapter had infused without being activated" to "that an unspecified solution bag infused without the attached vial-mate adapter being activated". F10/h6: medical device problem codes: replace a140502 with a1501. The activation issue with the vial-mate adapter would result in a delay of delivery. A delay of delivery is not likely to cause a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.